Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the device was not working. The hcp said the patient was supposed to have a procedure for the system like moving the wires or new devices. The patient said they turned the ins off 3 weeks ago. The hcp mentioned they were going to scan the patient with an MRI, but the device was head only eligible instead of full body. No further complications were reported.